Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clincian, the device displayed a "defib fault 196" message. Complainant indicated that there was no pt involvement in the reported malfunction.